Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event of loosening of trident shell was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device return , clinical and past medical history, post op x- rays and examination of explanted components are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to patient complaint of left groin pain. The surgeon suspected aseptic loosening of the acetabular component. During surgery, it was observed that there was a fibrous ingrown cup. The revision usage sheet was provided. Spoke to rep: pictures can be provided, otherwise no further information will be released by the hospital or surgeon. There are no allegations against the revised head or liner.